Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: DHR not applicable as the device is fabricated per physician's prescription only. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: provider stated the device was returned but no device has been received to date. However, the non-visual device investigation has been completed. Regarding the device, the provider recommended to the patient to "rinse with water and clear mouthwash or mild soap." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Root cause: per (B)(4) rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles. A root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide the findings in (B)(4) rev. 1.0 (clearsplint biocompatibility report) stated that "clearsplint material with blue dye & metal alloy was considered biocompatible when tested for cytotoxicity, sensitivity, oral mucosal irritation & dermal irritation. Clearsplint material with red dye cleared cytotoxicity, sensitivity & dermal irritation test but it was considered as minimal irritant for oral mucosal irritation."

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The device is manufactured by prescription. The device is manufactured by prescription not implantable

Event description:
It was reported that the patient had an allergic reaction.the patient has no medical history or known allergies. The patient first received the device on 2020 and the reaction occurred soon after (date unknown). The patient found the device uncomfortable to wear. The provider is not sure how long the reaction lasted after the patient discontinued the use of the device. The provider did not provide treatment for the patient and is undure if the patient treated herself. With regard to the device: the device was rinsed with water. They recommended to the patient that she "rinse with water and clear mouthwash or mild soap."